Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was in the hospital for heart related issues and for diabetic ketoacidosis. The customer declined to provide information on the hospitalization.